Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies. It was stated that the sensor was reading 7, but blood glucose value was high at 32 mmol/l. The customer indicated the sensor readings are usually below the blood glucose value and does not feel when blood glucose goes high or low. Troubleshooting was declined. Treatment details were not provided. The customer requested the sensor to be replaced. The sensor will not be returned for analysis.